Event description:
The user is reporting the device did not power on as expected during a patient use event. A second defibrillator was used and the patient survived.

Manufacturer narrative:
Updated method code grid and product received date.